Event description:
Implant placed 4/2/97. It failued to integrate and was removed 8/16/97. One person affected.

Manufacturer narrative:
The medical history has been received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.